Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted with resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if any issues reoccurred.